Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va19ty1, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that the health care professional and the mdt rep interrogated the battery and all impedance looked good. The device was turned off but the pain in the upper back did not go way. It was further stated that the health care professional noted that the pain/jolting was due to something else other than the ins device. The patient remained on their program setting and was advised by the health care professional to turn it off completely if they were concerned with more pain. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via manufacturing representative regarding a patient implanted with a neurostimulator. It was reported that the patient called the office complaining of shocking down the leg. The hcp stated that they instructed the patient to turn the device off and the pain went away when that happened. The hcp's office had the patient turn back on to a different program, moved from p1 to p4, and the stimulation was felt appropriately. The hcp noted that they planned to see the patient soon for a device check to see if they could pinpoint the reason for shocking while on program 1. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the reason for shocking was not known and the patient was moved to a different program and the shocking stopped. There were no further symptoms or complications reported or anticipated.